Event description:
It was reported that during an unrelated lead revision procedure, it was observed that the atrial suture sleeve was loose. No intervention was reported and the patient would be monitored.

Event description:
New information indicated the suture sleeve was tied down to secure the lead.

Manufacturer narrative:
(B)(4).